Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had knee surgery on tuesday and they are in trouble because they are peeing constantly since then. When they moved their leg they urinated just like they did before they got the device. At first they thought they were filled with fluid from the surgery but it is still going if they drink a little bit of water. Patient does not believe they turned therapy off before the surgery but mentioned they had given their handset to the hcp in case they needed it during the surgery. Now that patient is home they cannot find their usb c charging cable to the handset so are not able to check therapy status. Patient will purchase a usb c charging cord and will call back if they need assistance checking therapy status.